Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
It was reported that a undelivered insulin occurred during use with a bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g. The following information was provided by the initial reporter, "hi. My sweet mom-in-law is having a lot of trouble with the above needles. She says they aren't injecting the full amount of her rx 10 mg insulin. A diabetic neighbor who has tried to help her says the needles don't work as well as hers. Her doctor says she is getting enough even if she isn't getting the full amount because her blood sugar is being managed decently. However my m-I-l is concerned as she says about 4mg remains uninjected & she's wasting the insulin. Has there been a recall? Can she get a refund? Lot# 8311935 exp 2023-11-30 thanks."

Manufacturer narrative:
The customer's address is unknown:  (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a undelivered insulin occurred during use with a bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g. The following information was provided by the initial reporter, "hi. My sweet mom-in-law is having a lot of trouble with the above needles. She says they aren't injecting the full amount of her rx 10 mg insulin. A diabetic neighbor who has tried to help her says the needles don't work as well as hers. Her doctor says she is getting enough even if she isn't getting the full amount because her blood sugar is being managed decently. However my m-I-l is concerned as she says about 4mg remains uninjected & she's wasting the insulin. Has there been a recall? Can she get a refund? Lot# 8311935 exp 2023-11-30. Thanks."